Event description:
It was reported that the patient had the inflatable penile prosthesis 15 cm x 12 mm cylinder and pump components removed due to the pump not working. A new inflatable penile prosthesis cylinders and pump components were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.